Event description:
The patient reported that "his [pacemaker] incision was messed up and needs to be redone, it has not healed since march," which was six months ago. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.